Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an error message occurred during aspiration. An angiojet® ultra xmi® thrombectomy set was being used for a treatment procedure within the tibial leg vessels. During aspiration a check saline supply error occurred. The device was removed from the patient. The procedure was completed with the use of another catheter. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified numerous kinks throughout the shaft with the shaft broken 74cm from the tip. Functional testing was performed by placing the device in the angiojet console. Functional testing showed a leak at the male connector with female luer during the prime cycle and the device would not prime and the ¿check saline supply¿ error was displayed. There was also a leak at the broken shaft. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks and broken were attributable to handling of the device. The investigation conclusion is design specification as the device problem was traced back to the design specifications. Bsc ID # (B)(4).

Event description:
It was reported an error message occurred during aspiration. An angiojet® ultra xmi® thrombectomy set was being used for a treatment procedure within the tibial leg vessels. During aspiration a check saline supply error occurred. The device was removed from the patient. The procedure was completed with the use of another catheter. No patient complications were reported and the patient status was fine.